Event description:
Endostitch 2-0 polysorb (170053) broke midway during suturing laparoscopically. Endostitch polysorb was used with the endostitch autosuture device. Unsure of which precipitated breakage of suture so listing both autosuture device and suture. Endostitch lot# j9d2247y, exp: 3/31/2024; lot# j9c1909y, exp: 02/29/2024; lot# j9f0685y, exp: 5/31/2024. Multiple lot numbers listed as unsure which lot number broke during surgery. Endostitch autosuture device (173016) lot#j0f0694ey, exp: 5/31/2025. FDA safety report ID# (B)(4).